Event description:
It was reported that during the initial implant procedure, after fixation, the right atrial (ra) leadless pacemaker prematurely separated from the delivery catheter while entering tether mode. The delivery catheter was removed and one of the tether tips was noted to be missing. The ra leadless pacemaker remains implanted. The patient was in stable condition.